Event description:
Matristem surgical mesh device was used as an underlay in the repair of a pt with recurrent ventral hernia on (B)(6) 2013. Approximately 10 weeks after the surgery, the pt complained of pain, an abdominal scan was performed, and purported an apparent abdominal infection. The surgeon explanted the device on (B)(6) 2013.

Manufacturer narrative:
A comprehensive investigation was immediately conducted on discovery of the explant. No substantial deviation was identified and all records purport the product was manufactured and distributed sterile in compliance with FDA, state, local, and MFR operating procedures.